Manufacturer narrative:
The reported event of the device in back-up operation was confirmed. The final analysis found that the item was received in back-up operation mode when it was received. Analysis of the device image revealed that the device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above the elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker was found in backup vvi mode. The pacemaker was explanted and replaced. The patient was in stable condition.